Manufacturer narrative:
Eval codes, results: (other) - eval of the returned product did not confirm the reported issue that when the alarm is placed in voice and tone mode and weight is removed from the sensor, only the tone sounds. Eval revealed that the voice sounds as expected when tested and passes all functional tests. However, the aqualert indicator shows evidence of moisture. Additionally, there is corrosion due to battery leakage on the flat battery contacts. (B)(4).

Event description:
Customer reported that the alarm is placed in voice and tone mode and weight is removed from the sensor, only the tone sounds. The batteries have been replaced with a new supply. No visible damages reported to the outside of the case. There was no pt incident or injury reported.